Event description:
It was reported that cypher guidewires were used to direct screws into the proper location in the pedicle. Upon attempted removal of the guidewires, the threaded tips of the guidewires on the right side fractured and were retained in the pelvic bone.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not taken. Device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to jamming the guide-wire too tightly into the screws. DHR review: there were no non-conformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that cypher guidewires were used to direct screws into the proper location in the pedicle. Upon attempted removal of the guidewires, the threaded tips of the guidewires on the right side fractured and were retained in the pelvic bone.